Manufacturer narrative:
The device involved in the event has not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft with an infrarenal aortic extension was implanted to treat an abdominal aortic aneurysm. During the index procedure, a chimney to the right renal was completed with a non-endologix renal stent. Approximately 5 years post-op, the patient presented emergently with back pain. A rupture was noted, and the patient expired two days after presenting. Preliminary review of a non-contrast CT scan did not show any abnormalities with the implanted devices. The patient's aortic neck had grown from 29-32mm and the rep indicated the aortic neck continued to dilate since the initial implant procedure. Based on the images it is believed the patient potentially a type 1a endoleak that led to the rupture.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm the type 1a endoleak and rupture. Additionally the clinical evaluation identified the patient had a surgical conversion; thrombectomy and fasciotomy twelve hours post repair of the rupture. The most likely cause of the type 1a endoleak could not be determine due to lack of available medical images surrounding the implant event procedure. The off-label product use conditions of concomitant renal stents in the presence of a juxtrarenal aneurysm(intentional user error) coupled with the reported lateral remodeling of the proximal stent, likely contributed to this event. Procedure related harms included: systemic embolization; occlusion and re-occlusion of the iliac arteries status post open thrombectomy and fasciotomy, ischemia of the bowel and lower extremities; multiple system organ failure. Associated clinical harms for this device malfunction included: hemodynamic instability; neck and aortic sac growth; type ia endoleak; rupture; surgical conversion; and, death. The cause death was sited as systemic embolization, shock, and multiple system organ failure on the second post-operative day. The event devices were not returned for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information identified after the completion of the clinical evaluation; it was observed the patient had a left iliac dissection occurring at the initial implant procedure that was treated with a non-endologix device. The dissection is suspected to be the result of pre-existing vascular disease.